Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was diagnosed with osteoarthritis of the hip joint and undergo to hip replacement surgery with the cementless system corail ¿ pinnacle polyethylene on metal head. The surgery was performed with posterior-lateral approach. Surgeon reamed acetabulum progressively till 52mm, 54 pinnacle with gription coating was impacted. After that the surgeon inserted 3 cancellous 6.5mm screws and apex hole eliminator. Next step was inserting pinnacle marathon liner 54 +4mm with ID 36mm. Surgeon noticed mismatch in dimension of the shell and liner. He checked the implants and was noticed the shell was with dimension 52mm od . Due to good primary fixation he decided to leave the implanted shell in place. After that was inserted properly liner 52mm +4mm with 36mm ID. Next step was broaching of femur with corail broaches until longitudinal and rotational stability is achieved with size 9. Trial prosthesis was performed with broach in situ and after that was inserted corail std 135 stem size 9 and metal head 36mm - 2. The surgery was extended with 20 min due to mismatch - 121732052 52mm shell was packed in 121732055 54 box.